Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for white foreign material could not be identified. The most probable cause for a rubber corroded adhesive is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to a service center for a separate issue. During the device analysis, the service center identified corrosion on bending section cover or distal sheath (black covering of the bending section) (a rubber) adhesive, foreign objects in air water channel. There was no patient involvement.